Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to implant a proximal femoral nail (pfn) on (B)(6) 2016, both ends of the cerclage passer mal-aligned during the first use and did not let the wire to pass through it smoothly. The surgeon tried two to three times during the surgery, but was not able to pass the wire through. The surgeon had to use conventional synthes wire passer (which requires larger incision) for wiring of proximal femur above lesser trochanter (for primary fixation) to facilitate the pfn for final fixation of fracture. The conventional passer needs larger incision, but in this case the incision was made in such a way that the same space was used for entry of the hip pin and femoral neck screw into neck of femur. There was a surgical delay of ten minutes due to the reported event. The patient was in reportedly fine condition postoperatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include fsm. (B)(4). A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. The article was manufactured in august, 2015 with no non-conformances noted. Moreover, the instrument fully met specifications at the time it was distributed. The device passed 100% function test after manufacturing and prior to being sent to the warehouse. There was no specific information provided pertaining to usage at time of event. Therefore, based on this information, the exact reason for this reported problem could not be determined. It is likely that an application error during the procedure took place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Corrected data: (common device name) (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.